Manufacturer narrative:
Patient identifier:(B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 80% stenosed, 30mmx2.5mm target lesion was located in the severely tortuous right coronary artery. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut came out. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient is stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 80% stenosed, 30mmx2.5mm target lesion was located in the severely tortuous right coronary artery. A 38 x 3.50 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut came out. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient is stable.

Manufacturer narrative:
A1 patient identifier: (B)(6). E1 initial reporter address 1: (B)(6). Device evaluated by MFR: promus elite ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the middle section of the stent were lifted from their crimped position and pulled distally. The undamaged stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.